Event description:
Controller fault alarm and controller exchange to resolve alarm is captured under MFR. Report # 2916596-2021-01143.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed pump stop and associated alarms, however, a specific cause could not be conclusively determined. The submitted log file contained data from (B)(6). Multiple pump stops and associated alarms were captured on (B)(6) 2021 between 06:25:01 and 06:26:52. All of the events occurred while the system was operating on power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The patient remains ongoing on (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The most recent revision of the heartmate ii instructions for use (IFU) is rev. C and heartmate ii lvas patient handbook, rev. C. The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low speed events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's device alarmed audibly for a controller fault with the yellow wrench illuminated while the device was connected to the system monitor. The controller was exchanged without issue by a bedside nurse. The ventricular assist device (vad) coordinator attempted to connect to the system monitor and download history but the system monitor screen was blank with a "not connected" message. The vad coordinator verified the system monitor worked with a different controller as troubleshooting.